Event description:
During an unrelated procedure, variable high voltage impedance was observed while electrocautery was being used. An over current detection (ocd) alert was falsely triggered. Technical support was contacted and recommended reprogramming to resolved the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.